Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected failed battery test alarms noted. All buttons functioned properly. However, corroded keypad traces noted during visual inspection. Insulin pump passed displacement test and off no power test. The operating currents were in specifications. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that she had a low reservoir. Customer changed her set and got a failed battery test. Customer had to set the time and date. No keys are working and the 12 hour setup is highlighted. Customer received a failed battery test while rewinding the pump. Customer's blood glucose level was 133 mg/dl. The act button and the up and down keys do not work. Troubleshooting was performed and the customer did not receive a failed battery test. Customer will be sent a replacement battery cap as a courtesy. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.